Event description:
The reporter indicated that the device has not been followed for 6 years. Today, the device was found to be in the back up mode. Upon a backup reset, the serial number could not be recognized by the programmer. The device will be replaced.